Event description:
It was reported by the patient that he had 110 seizures so far this year with the record from last year being 115. The patient felt that he would exceed the previous year's seizure count, indicating an increase in seizures. The patient saw a new physician, who made some changes to the vns settings. Follow up with the patient's new physician's office revealed that they were unable to provide a comparison on the increase in seizures and the pre-vns baseline as the patient had only been seen once in clinic. The physician's assessment on the increase in seizures was that it was due to low tolerability and side effects from high vns output currents as well as significant tissue damage. No additional relevant information has been received to date.